Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec38-i10f2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax model ec38-i10f2/serial (B)(4) was returned to pentax service potsdam in (B)(6) . Pentax service potsdam visualized a steel braid sticking through the insertion flexible tube. The colonoscope was sent to pentax medical (B)(4) for repairs. Repairs were performed and the colonoscope was shipped back to the customer on (B)(6) 2018.